Manufacturer narrative:
The reported event of stretched helix was confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During an initial leadless pacemaker (lp) implant procedure, while attempting to position the lp, the helix became stretched. The lp was removed and a new lp was used to complete the procedure. The patient was stable.